Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 444mg/dl to "high". A correction bolus was delivered to address bg. Reportedly, the customer did not complete the air removal step during the loading process. Tandem technical support educated the customer regarding the loading process.